Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm. Customer reported having elevated bg's prior to dinner, still consuming dinner, and not administering enough insulin to correct. Elevated bg was addressed via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.